Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the sleep/wake control on the device was perceived as nonresponsive, and troubleshooting determined the control is a proximity-type activation divot functioning as designed; user education was provided on proper operation. Symptoms included no adverse clinical effects and blood glucose remaining in the normal range. Outcomes included no interruption to therapy and no need for medical intervention or hospitalization. Investigation included technical support review and user guidance. Investigation of this case revealed normal device function and user misunderstanding of control operation. It was concluded that the event was due to use error, with no device malfunction identified.